Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarms noted during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 420 mg/dl. The customer was treated with injections. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 420 mg/dl. The customer stated the button not responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.